Event description:
Senseonics was made aware of an incident where user reported visiting an urgent care facility on (B)(6) 2025 at approximately 10:00 am et to have the wound checked after the steri-strips fell off early. The user did not receive a diagnosis and reported feeling fine at the time of the call. The event was not related to diabetes or glucose measurements. Per data management system (dms) review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The user reported visiting an urgent care facility on (B)(6) 2025 at approximately 10:00 am et to have the wound checked after the steri-strips fell off early.the user did not receive a diagnosis and reported feeling fine at the time of the call. The event was not related to diabetes or glucose measurements. Per data management system (dms) review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
H1 type of reportable event corrected to serious injury.